Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The manufacturer's international clinical specialist reported the device in use on a test lung for a demonstration and training workshop with clinical team staff members when the unit alarmed due to a machine and proximal pressure sensor failure. There was no patient involvement.

Manufacturer narrative:
Event date: (B)(6)2015. Receiving by MFR date: 08/05/2016. Conclusion / root cause: the gas delivery system assembly was tested and no failures were identified. The error code 1007 could not be duplicated. This report is being submitted as part of the remediation for CAPA (B)(4).